Event description:
Upon removal of integra lumbar drain, catheter broke and a piece was retained; the patient is pending an additional procedure with vascular to remove the retained foreign body of the lumbar drain.